Event description:
The event is reported as: during use of the stapler, the first staple came out diagonally. The doctor then used a new stapler. No pt injury reported.

Manufacturer narrative:
Device evaluated by MFR? No. It is reported that the device sample is not available for evaluation. The results of the investigation are not available at the time of this report.